Event description:
The customer observed alinity I total b-hcg imprecision while testing a patient sample. The following data was provided. Sid (B)(6) : result 141.99 u/l (positive) and 35.19 u/l (positive). Sid (B)(6) (same patient): result <2.3 u/l (negative) and 54.00 u/l (positive). The customer considers the results of 35.19 and 54.00 u/l to be correct for the patient. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 51194ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed alinity I total b-hcg imprecision while testing a patient sample. The following data was provided. Sid (B)(6) result 141.99 u/l (positive) and 35.19 u/l (positive) sid (B)(6) (same patient): result <2.3 u/l (negative) and 54.00 u/l (positive) the customer considers the results of 35.19 and 54.00 u/l to be correct for the patient. No impact to patient management was reported.